Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4) stopped compressions" was confirmed based on the archive data review, but not confirmed during the functional testing. The autopulse platform passed the testing and worked as intended. The cause for the reported complaint based on the archive data review was due to user advisory (ua) 02 (compression tracking error) error message. The probable root cause for the ua02 error message could be due to misalignment of the patient on the platform or could be due to twisted or opened or incorrect position of the lifeband during take up or compression. Upon visual inspection, observed crack on the top cover and front enclosure. In addition, noticed flickering lcd back light. The observed physical damage and the lcd issue were unrelated to the reported complaint. The cause for the damage was appeared to be due to user mishandling. The top cover, front enclosure and the lcd screen were replaced to address the physical damage. The autopulse platform passed the initial functional testing without any fault or error. Upon further investigation, unrelated to the reported complaint, noticed stiff manual rotation of the drive shaft and corroded metal plate inside the platform. The clutch plate was deburred to address the stiff rotation. The probable cause for the corrosion could be due to improper maintenance and the cause for the sticky clutch was due to normal wear and tear of the platform. The autopulse platform was manufactured in 2009 and is more than 10 years old, past the expected service life of 5 years. The archive data review occurrence of ua02 error message on the reported event date. User advisory is a clearable error message, ua02 error message alerts the operator as the drive shaft rotates and shortens/tightens the life band (compresses the chest), and the load sensors do not see the expected increase in load. This typically occurs if the patient is misaligned on the platform or the life band is opened or in the incorrect position during take up/compression. Clear the ua by pressing the restart button. The autopulse platform passed the functional test using both the normal sized manikin and large resuscitation test fixture (lrtf) in 30:2 & continuous compression mode without any fault or error. Following service, the brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The autopulse platform passed the final testing without any fault or error.

Event description:
During patient use, the autopulse platform (sn (B)(4) stopped after 3 minutes of compressions when the crew did electrocardiogram (ECG) check on the patient. The user tried to re-align the lifeband but the platform did not resume the compressions. Per crew, the autopulse platform did not display any error message. The crew reverted to manual CPR for the time period and another autopulse platform was used to continue the resuscitation procedure. Per user, the patient have a large chest with copd (chronic obstructive pulmonary disease). No consequences or impact to the patient.

Manufacturer narrative:
Zoll has not received the autopulse platform (sn (B)(4)) for investigation. A supplemental report will be filed when the product is returned and the investigation has been completed.

Event description:
During patient use, after 3 minutes of compression, the autopulse platform displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message. The user tried to re-align the lifeband but the error message could not be cleared. The crew reverted to manual CPR and another autopulse platform was used to continue the compressions. Per user, the patient have a large chest with copd (chronic obstructive pulmonary disease). No known impact or consequence to patient information was provided.